Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had a reading issue, a value of around 40 which appeared on the monitor did not match with the curve around 80. This was also tested a few days later, same thing happened. The range difference was not as big as in the patient's case. The customer reported no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the observed failure to the bad battery and bent pole plate chassis, but a cause was not identified. The product relates to the reported complaint event. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. Similar complaint mode(s) relevant to this complaint were found in the device service history record. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.